Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2004: (B)(6)medical center. (B)(6), md. Progress notes. Presents with abdominal hernia x 5 years. Complains of increasing discomfort. No acute pain, no vomiting, no constipation. Was seen at (B)(6) hospital and surgery [illegible]. Exam: morbidly obese. Abdomen distended, left ventral hernia, reducible, bowel sounds positive. Impression: ventral hernia. Plan: abdominal binder- medical supply store, vicodin, surgery clinic referral. Stable for discharge. (B)(6) 2004: (B)(6) medical center. (B)(6), pa. Progress notes. Chief complaint: lump left side of abdomen. Has a large ventral hernia getting larger. [Illegible]. Exam: large ventral hernia with tenderness over hernia. Excessive abdominal pain. Plan: to surgery [illegible]. Stable for discharge. (B)(6) 2004: (B)(6) clinic. (B)(6), md. Office notes. Presented with umbilical hernia x 5 months. States she has increase pain, occasional vomiting. Has not yet seen gi, gi booked through december, not on schedule. Vomited while in waiting room today. Unsure if coffee ground because had dark soda prior to emesis. In great deal of pain. Exam: abdomen tenderness. Impression: umbilical hernia, emesis (coffee ground). Plan: continue weight management. 6th floor to schedule appointment; no appointment in gi- okay per dr. Cummings. (B)(6)2004: (B)(6) medical center. (B)(6), md; (B)(6), md. Procedure report- endoscopy. Clinical problems: 48 year old morbidly obese woman with reflux symptoms. Procedure felt indicated to evaluate above. Procedure: ¿informed consent had been obtained. The patient was placed in the left lateral decubitus position. The olympus gif-q160 upper endoscope was passed under direct vision into the esophagus. The most proximal esophageal mucosa appeared normal. The z line was encountered and irregular at 29 cm. From 29-32 cm was gastric type mucosa with islands of esophageal mucosa within. Biopsies were taken within this area of rule out barrett¿s. The end of the tubular esophagus was noted at 32 cm and from 32-40 cm was a more saccular esophagus with radiating folds consistent with a large hiatal hernia. The hiatus was encountered at 40 cm. The stomach was entered and examined in the antegrade and retroflexed directions. The mucosa of the cardia, fundus and body appeared normal. The hiatus was patulous. The pylorus was open and easily traversed into the duodenum. The bulb was slightly edematous and slightly nodular consistent with a brunner gland hyperplasia, but was otherwise normal. The second portion appeared normal. The instrument was then withdrawn examining the aforementioned areas. The patient tolerated the procedure well. Photographs were taken; biopsies were sent to pathology.¿ impression: probably barrett¿s esophagus- biopsied. Large hiatal hernia. Stomach- normal. Duodenum- normal. (B)(6) 2004: (B)(6) clinic. [Signature illegible]. Office notes. Presents for review of umbilical hernia. Patient still with pain (total body), fevers (intermittently), nausea. Past surgical history: gallbladder (questionable laparoscopic cholecystectomy). 3 cigarettes a day x 30 years; recently quit. Exam: abdomen tenderness/masses, soft, 3 x 5 cm bulge right lateral of umbilicus, tender. Impression: umbilical hernia. Plan: umbilical hernia repair 12/15/04. Pre-operative today. Risks, benefits, alternatives discussed with patient and family member. Patient verbalized understanding that repair may not solve problem of pain, and with surgery comes risks. (B)(6) 2004: (B)(6) clinic. (B)(6), md. Office notes. Referred by general surgery for umbilical hernia evaluation. Noted coffee ground emesis and heartburn. Weight 331 pounds. Exam: abdomen tenderness/masses, hernia. Impression: severe reflux. Plan: anti-reflux measures. Increase protonix 40 mg twice a day. Need to lose weight. Implant #1 procedure: laparoscopic assist ventral hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/2993026, 15cm x 19cm x 1mm] implant #1 date: (B)(6), 2004 (hospitalization (B)(6), 2004) (B)(6) 2004: (B)(6)medical center. (B)(6), md. Operative report. Preoperative diagnosis: symptomatic ventral hernia with incarceration. Postoperative diagnosis: symptomatic ventral hernia with incarceration. Relevant medical information: (B)(6) 2004: (B)(6) medical center. Lab. White blood cell count 19.3 h (3.5-11.0). (B)(6) 2004: (B)(6) medical center. Lab. White blood cell count 12.6 h (3.5-11.0). (B)(6) 2004: (B)(6) medical center. (B)(6), md. Discharge summary. Discharge diagnosis: status post laparoscopic-assisted ventral hernia repair with mesh. Hospital course: postoperatively, the patient did well, but was noted to be slightly tachycardic up to 120¿s. EKG showed sinus tachycardia without any other acute changes. Still had jackson-pratt drain in place and the patient was instructed on how to care for the jackson-pratt drain. Pain is well controlled. Tolerating a regular diet. Discharged home in stable condition. No heavy lifting. Follow up in general surgery clinic on (B)(6)for jackson-pratt drain removal. (B)(6) 2004: (B)(6) clinic. (B)(6), md. Office notes. Postoperative hernia. Still having pain. Wound redness [illegible]. Abdomen tenderness/masses. Plan: keflex, vicodin, okay to shower, no lifting, jackson-pratt drain for another week. Return to clinic in 1 week. (B)(6) 2005:(B)(6) clinic. (B)(6), md. Office notes. Follow up hernia repair ventral hernia with mesh (B)(6) 2004. Positive ongoing nausea. Exam: abdomen very obese. Incision clean, dry and intact. Infraumbilical wound clean, dry, intact. Z-steri¿s placed. [Illegible] area of nm-content. Jackson-pratt drain pulled. Plan: recovering well from procedure, return to primary medical doctor for further follow-up. (B)(6) 2006: (B)(6) medical center. (B)(6), pac; (B)(6), md. Emergency room visit. Presented with intermittent diffuse abdominal pain over past 2 weeks, sometimes requiring her to be in bed for 2 hours at a time; other times for 10-15 minutes. Today with worst pain she had had over 2 week period. Attempted to eat a steak sub, but was too uncomfortable to finish it. Vomited feculent contents here in emergency room. Did have bowel movement today, may have passed gas but can¿t say for sure. No tobacco. Exam: no bowel sounds auscultated after 5 minutes. Soft, diffuse abdominal tenderness, most tender in the epigastric and supraumbilical region. No guarding, rebound organomegaly or masses. White blood cell count 14,500. Impression: generalized abdominal pain, vomiting with nausea, intestinal obstruction, ventral hernia. Plan: surgery will admit patient. (B)(6) 2006: (B)(6) medical center. (B)(6), md. Radiology- CT abdomen/pelvis with contrast. Indication: emesis, severe abdominal pain, no bowel sounds, rule out small bowel obstruction. Impression: mild-moderate dilation of small bowel to a transition point in the mid-distal ileum consistent with small bowel obstruction. Acute angulation of the bowel at this location suggests possibility of adhesion. 8.0 x 5.5 x 5.3 cm thin walled fat and fluid containing lesion just superior to the bladder and adjacent to transition point. This finding may represent a dermoid and less likely a bowel or mesenteric fat containing process. Ventral hernia containing cecum and loops of ileum. No evidence of wall thickening to suggest strangulation. Left anterior abdominal wall mesh likely from prior hernia repair. 7 mm and 4 mm nonobstructing right renal calculi. Cholecystectomy. Large sliding hiatal hernia. Possible mild nodularity of the left adrenal gland. Implant #2 procedure: repair of incarcerated recurrent incisional hernia and implantation of mesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp03/04341870, 10.0 cm x 15.0 cm x 1.0 mm] (B)(6) 2006: (B)(6) medical center. Implant log. Implant: dual plus gore-tex. Cat #: 1dlmcp03. Lot #: 04341870. Size 10.0 cm x 15.0 cm x 1.0 mm. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/04341870) was implanted during the procedure. Relevant medical information: (B)(6) 2006: (B)(6) medical center. (B)(6), md. Pathology. Final diagnosis: hernia sac: hernia sac and mature adipose tissue identified. Gross description: hernia sac: the specimen consists of flat fibrous and yellow fattytissue together measuring 8.5 x 7.0 x 3.5 cm. No masses are seen or palpated. (B)(6) 2006: (B)(6) medical center. (B)(6) rd. Therapy notes- nutrition therapy. Diet prescribed nothing by mouth x 2 days. Abdomen obese/hypo bowel sounds. Weight 330 pounds. Needs 1500-1800 rcals, 60 grams protein/day. (B)(6) 2006: (B)(6) medical center. (B)(6), md. Progress notes. Positive nausea, no vomiting. Temperature 101.2. Exam: patient diaphoretic, abdomen soft with binder. Jackson-pratt serosanguinous drainage. (B)(6) 2006: (B)(6) medical center. (B)(6), md. Progress notes. Passing gas. Exam: abdomen soft, wound clean, dry and intact with binder. Jackson-pratt minimal serosanguinous drainage although dressing at jackson-pratt side saturated. Impression/plan: discontinue jackson-pratt, abdominal binder on at all times. (B)(6) 2006: (B)(6) clinic. (B)(6), md. Office notes. Follow up wound check. Status post ventral hernia repair (B)(6) 2006, [illegible] without positive [illegible]. Not responding to packing. Exam: abdomen tenderness/masses. Foul smelling. Impression: mesh [illegible], need removal. Plan: operating room (B)(6) 2006. Relevant medical information: (B)(6) 2006: (B)(6) medical center. (B)(6), rn. Therapy notes- wound care. Asked to evaluate wound and efficiency of wound vac, possibly for home use. Patient has ¿failed¿ wet-to-dry dressings leading up to this surgery for mesh removal. Currently wound is clean, but there is a 6-8 cm tunnel superiorly, wound is 6 cm deep, red edges. No peripheral erythema. Drainage is serosanguinous. Wound seems to respond to the vac, given the depth. (Patient has a large, obese abdomen.) Plan: vac being replaced now. Adaptic to wound edges prior to sponge application. Keep until monday, change the vac, then send her home with it. Teach her to empty the drainage cup over the weekend. Try to send small suction machine. Bring her back thursday (21st) to wound clinic for vac change, then the following tuesday (26th) and have her evaluated for continuing vac therapy. This plan should work as long as the patient is compliant with above. (B)(6) 2006: (B)(6) medical center. (B)(6) md. Progress notes. Foul smelling wound, discontinue wound vac. Continue three times a day wet-to-dry dressing changes. (B)(6) 2006: (B)(6) medical center. (B)(6), md. Progress notes. Wet-to-dry dressings twice a day to wound. Try wound vac again. Arranging wound vac for home. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (ug/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (ug/cm3)]. Other relevant history: added medical history. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant #1 preoperative complaints: (B)(6) 2004: (B)(6) medical center. (B)(6), md. Indications: ¿this is a (B)(6)-year-old woman with a symptomatic ventral hernia incarcerated with occasional gi symptoms.¿ implant #1 procedure: procedure title not provided. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/2993026, 15cm x 19cm x 1mm] implant #1 date: (B)(6) 2004 (hospitalization dates unknown) (B)(6) 2004: (B)(6) medical center. (B)(6), md. Operative report. [Page 1 not provided]. Preoperative and postoperative diagnoses not provided. Findings: a 5 cm defect through which omentum and colon were incarcerated. Procedure in detail: ¿the patient was positively identified and brought to the operating room where she was placed supine on the operating room table. Prior to her presentation to the operating room, the patient underwent preop in dr. Adams' clinic. At that time, the procedure, risks, benefits, alternatives and complications were described in detail. All of her questions were answered to the best of our ability. The patient desired to proceed and consent was signed and witnessed. Surgical sites were identified, confirmed and marked. Once in the operating room after uncomplicated induction of general anesthesia, the patient was sterilely prepped and draped. The abdomen was explored via the small right sided incision in the right flank. This was made after infiltration of the skin with 0.25% marcaine. Using an optiview and a 0 -degree 10 -mm scope the fascia was penetrated and the peritoneal cavity entered without complication. The remainder of the trocars were then placed under direct vision. A 10 -mm trocar was placed on the left flank and three 5-mm trocars were placed in the right and left epigastrium. Attempts were made to manually and bluntly reduce the hernia as visualized through the scope. There was significant amount of omentum and colon that was herniated through a defect of approximately 5 cm. When it was clear that the hernia would not be reducible mechanically via the laparoscope, a decision was made to open and the trocars were removed from the abdomen. A transverse incision to the left of the bellybutton was made over the hernia sac and this was carried down through skin sharply. Electrocautery was used to control bleeding and to divide tissues down to the level of the hernia sac. This was dissected free of investing tissue including omentum and transverse colon once the hernia sac was opened. The hernia sac was excised and the transverse colon omentum was returned to the abdomen after adequate hemostasis. The hernia was then closed with running suture of #1 vicryl and the remainder of the hernia sac excised from the defect. The defect was then copiously irrigated and closed with an additional 3-0 vicryl. Prior to closure of the subcutaneous tissues, a #10 jp drain was placed in the bed of the hernia sac site and brought out through a separate stab incision. This was held in place with a 3-0 nylon suture. The skin was stapled closed and trocars were reintroduced into the abdomen by blunt palpation. Once the trocars were replaced, the abdomen was re-insufflated and a piece of gore-tex dual mesh was placed over the hernia repair from the underside a piece of 15 cm x 19 cm dual mesh was chosen and stay stitches were placed in each of the corners using cvo gore-tex sutures. These were tied down to the corners and once the mesh was placed into the abdomen they were pulled through the abdominal wall and tied down in a transfascial position. Once they were secured the mesh was further secured with protacks along the circumference at approximately 1-2 cm intervals. The wound was then inspected for hemostasis and all trocars were removed. Attempt was made to place a fascial suture in the left 10-nim port site without success, however one was passed with a fascial stitcher in the right flank without difficulty. This was tied down. All trocars were removed. Bleeding was stemmed and the wounds were then closed with staples. The wound was cleaned and the patient was awakened and returned to par in stable condition.¿ (B)(6) 2004: (B)(6) medical center. Implant log. ¿dualmesh plus antimicrobial.¿ lot: 02993026. Item: 1dlmcp04. Size: 15x19x1. Expiration 4/5/06. Quantity: 1. Manufacturer: ¿gore-tex.¿ implant #2 preoperative complaints: (B)(6) 2006: (B)(6) medical center. (B)(6), md. Indications: ¿patient is a (B)(6)-year-old morbidly obese woman who presented with nausea, vomiting, and elevated white count, and CT scan showing bowel with a transition point in the subcutaneous area emanating through a hernia.¿ implant #2 procedure: repair of incarcerated recurrent incisional hernia and implantation of mesh. Implant: gore® dualmesh® plus biomaterial [no product ID provided] implant #2 date: (B)(6), 2006 [hospitalization (B)(6) 2006]. (B)(6) 2006: (B)(6) medical center. (B)(6), md/(B)(6), md. Operative report. Preoperative and postoperative diagnosis: small bowel obstruction secondary to incarcerated recurrent hernia. Blood loss: less than 100 cc. Complications: none apparent. Operation in detail: ¿with the patient in supine position, the abdomen was prepped with duraprep and draped in standard manner. Incision was made just above the umbilicus at the site of the hernia and carried down to just below the umbilicus. It was carried through the skin and deep subcutaneum until the hernia sac was encountered. Careful dissection of the hernia sac from the surrounding subcutaneous was carried out, and the hernia sac which was tangled amidst the bowel with some very dense adhesions was dissected free of the bowel until a bowel could be returned to the abdomen with no hernia sac and no further attachment to the subcutaneous t issue or the immediate fascia. The hernia sac was then dissected off the abdominal wall so that kocher clamps could be used to identify abdominal wall all the way around the hernia defect. This was lifted up, and careful inspection was done to be sure that there was no bowel or other adhesions to the abdominal wall that would preclude sewing in a mesh. Piece of dual mesh was cut to size and sewn in place with interrupted prolene sutures, which were parachuted down to bring the mesh to the fascia. Care was taken to be sure that there was no bowel or other abdominal contents between the mesh and the fascia. This done, the wound was irrigated with saline. 0 vicryl sutures were used to approximate the edges of the native tissue over the mesh to cover the mesh. A (B)(6) drain was then placed over that, and the subcutaneum was brought out through a separate stab incision and sewn in place with a 3-0 nylon. The wound was then re-irrigated and interrupted 3-0 vicryl was used to approximate the deep dermis so that the skin could be closed without tension. The skin was then stapled closed. Sterile dressing was applied.¿ explant preoperative complaints: (B)(6) 2006: (B)(6) medical center. (B)(6), md. Indications for procedure: ¿patient is a (B)(6)-year-old female who underwent a ventral hernia repair with mesh, which has now become infected with a fistula tract draining purulent fluid to the skin.¿ explant procedure: removal of mesh. Explant date: (B)(6) 2006 (hospitalization (B)(6) 2006) (B)(6) 2006: (B)(6) medical center. (B)(6), md/(B)(6), md. Operative report. Preoperative and postoperative diagnosis: infected ventral hernia mesh. Blood loss: minimal. Wound classification: #4, grossly infected. Operative findings: ¿infected piece of eroded mesh.¿ procedure in detail: ¿after informed consent was obtained from the patient, she was brought to the or and placed supine on the or table. She was placed under general endotracheal anesthesia. A time-out was used to confirm the appropriate patient, site, and procedure. The abdomen was prepped and draped in the standard fashion. We opened a midline incision, which we carried down onto mesh. The mesh was surrounded in purulent foul-smelling fluid, which was sent for culture. The mesh was then removed without much difficulty, as it had become nonadherent to the fascia. Prolene sutures were removed. The wound was then irrigated thoroughly. Hemostasis was achieved at the wound edges with cautery. We then placed a vac sponge over the open wound. The sponge, needle, and instrument counts were correct. The patient was then extubated and brought to the recovery unit in stable condition.¿ (B)(6) 2006: (B)(6), md. Discharge summary. Admission diagnosis: infected ventral hernia mesh. Discharge diagnosis: status post infected ventral hernia mesh removal. Reason for hospitalization: ¿(B)(6) is a (B)(6)-year-old morbidly obese woman with esophageal reflux, barrett esophagus, and a history of a ventral hernia repair on (B)(6) 2006, who was noted to have a persistent infection of her repair site, not improving with packing, and was admitted for removal of the mesh.¿ hospital course: status post removal of infected mesh on (B)(6) 2006. Cultures grew gram-negative and many gram-positive cocci. Pathology grew out streptococcus viridans and eikenella. Wound vac placement, transitioned to wet-to-dry dressings. She had excellent healing with further evidence of infection. Discharge medications: vicodin and prilosec. Continue dressing changed three times daily. Follow up in one week. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2004, and (B)(6) 2006 whereby gore® dualmesh® plus biomaterial devices were implanted. The complaint alleges that on (B)(6) 2006, an additional procedure occurred whereby one or more of the gore devices were explanted. It was reported the patient alleges the following injuries: adhesions, bowel obstruction/problems, fistula, infection, hernia recurrence, wound vac, removal. Additional event specific information was not provided.